Event description:
It was reported that patients had difficulty charging the implantable pulse generator (ipg) due to a tipped at the pocket site. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients had difficulty charging the implantable pulse generator (ipg) due to a tipped at the pocket site. The patient underwent an ipg replacement procedure and was doing well post operatively.